Manufacturer narrative:
Evaluaton summary: the reported condition of depleted batteries was confirmed. Inspection of the device found that the main batteries were depleted with 5 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received from this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on-site.

Event description:
The facility representative reported an infusion pump with depleted main batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.